Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). A nurse reported she received a result of 6.2 inr and then received a result of 3.7 inr on a patient. The patient was then tested using meter serial number (B)(4) and the result was 3.8 inr. A different vial of the same lot number of strips was used for this test. Based on this result the patient's dose was held and the weekly dosage was decreased by 10%. The patient was not adversely affected. All testing was performed within five minutes and a new finger was used for each test. The patient's therapeutic range was 2.0-3.0 inr. The nurse was unsure if the patient was anemic. The patient had no heparin therapy, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient had no diet changes, additional illness, and no bleeding or bruising outside normal. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.6 inr and 4.7 inr. Donor hct: 47% and 50% . Donor 1: master lot / customer strip and meter 2.7 inr/ 2.6 inr. Donor 2: master lot / customer strip and meter 4.6 inr/ 4.5 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 144580-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred, retention samples were acceptable, and retention material performed as specified.